Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during an implant of a right ventricular (rv) lead, the leads helix would not completely extend at the time of implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.